Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, oversensing was observed. The oversensing was not reproducible and led to a slow output rate. Programming changes were made. The patient was discharged and will continue to be closely monitored via remote transmission.